Event description:
It is reported that the pt was revised due to range of motion issues.

Manufacturer narrative:
This report will be amended when our investigation is complete. The info provided on this form was previously submitted under manufacturing report number 3007963827-2014-00022.